Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing low blood glucose at night. The customer stated that she feels the insulin pump delivered more than 20.0 units of insulin into her body on its own. No further information was provided.